Manufacturer narrative:
(B)(4).

Event description:
The consumer via the manufacturer's representative (rep) reported the implantable neurostimulator (ins) had turned off by itself twice and the patient programmer reflected this. When this occurred, the patient programmer was away from the patient. The patient's ins was turning off by itself and the patient programmer would reflect the change. For example, the patient would have the ins on and be feeling stimulation and then all of a sudden the stimulation would turn off. When the patient went to check the status of the ins on/off, the patient programmer showed that the ins was off. Therefore, the patient thought that the patient programmer was involuntarily turning the ins off by itself. This was occurring daily over the past month. It had gotten really bad in the last week where the patient would have the stimulation on and the patient programmer showing the stimulation on. Then a couple of minutes later, the stimulation would shut off and the patient programmer showed the stimulation was off. This happened several times in a day over the last week. The patient was not carrying the patient programmer on the person and the programmer was not on the patient when the ins would turn off. There were no falls, traumas, or positional movements that could have been related to this event. They did not think the issue was related to positional movement. However, during the call, the ins had shut itself off so the patient could not feel stimulation and this was when the patient was standing and the other time was when she was sitting. Electrode and group impedance measurements were taken. The patient mostly used group a and group a settings were: guarded cathode (+-+), 4.65 volts amplitude, 450 microseconds pulse width, and 70 hertz rate. The group impedance was 369 ohms. The highest and lowest impedance by contact with reference to electrode 0 was 468/606 ohms, reference to electrode 1 was 494/583 ohms, reference to electrode 2 was 599/501 ohms, and reference to electrode 3 was 497/606 ohms. The patient recharged 1 1/2 once a week. The recharge interval matched with the patient's story. The rep was going to continue to sit with the patient with the patient programmer in possession to see if the ins was turning itself on and off on the clinician programmer. Battery levels were noted to be good. Later, it was reported the patient and rep walked through impedance tests, how the patient was communicating with the device with her remote, and the scenarios the patient found it was turning off. The rep was advised to have the patient keep a log for the next two weeks of when it was shutting off. The patient called the rep a week later and said that she was not having issues and there was no need for follow-up. The rep's guess was that the patient was accidentally hitting the off button instead of the on or sync button to check it, but the patient never specified.